Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. All the three photos show the ultraverse 035 device in a deflated condition. In photos one and two, the strain relief is seen slightly dislodged from its original position. No other anomalies noted. Therefore, the investigation is inconclusive for the reported leak but confirmed for the identified strain relief dislodgement. A definitive root cause for the alleged leak and identified strain relief dislodgement could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the calcified superficial femoral artery via the right femoral artery, it was allegedly found that there was leakage at the connection between the balloon body and the catheter upon removal. It was further reported that the balloon was withdrawn from the patient's body. The procedure was completed using another device. There was no reported patient injury.